Event description:
Johnson & johnson has been informed of the intent for legal action or potential litigation, there is no other info available at this time. Based upon the file, this pt suffered serious and permanent injury. It is presumed that the pt suffered stent thrombosis of a cypher stent.

Manufacturer narrative:
This report is for an unknown cypher stent. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.